Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness,hypersensitivity,asthma,vomitting,inflammatory response. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on august 18, 2025, and section h11 should be reported as: the device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the manufacturer observed from an external and internal inspection: dirt-like contamination on the top enclosure, ono the rear panel. An insect was in the bottom enclosure and blower box. Dust-like contamination on the blower box. Potential mineral deposits on the bottom of the blower (indicative of water ingress). Dirt-like contamination at the air inlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. Manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer found 1 error codes. The manufacturer confirmed the presence of multiple contamination in the airpath and unable to address the patient's symptoms. Box h: device problem code, evaluation method code grid, evaluation results code grid, component code and conclusion code grid was updated.